Event description:
The manufacturer received information on this event through the paper "thromboembolic complications of annuloplasty rings" by ratnasari padang, et al. The publication describes 8 patients presenting with new thromboembolic complications following ring annuloplasty repair, highlighting the variable clinical and imaging presentations of this condition. One of these patients received a carbomedics 32mm ring. The patient had recurrent transient ischemic attack or stroke 32 months post op, and the echo showed a mass attached to the annuloplasty ring. Due to recurrent embolic episode despite of warfarin therapy, the patient underwent redo mitral valve surgery. The patient received post-operative anticoagulation treatment (warfarin) for a few weeks after the carbomedics ring implant.